Manufacturer narrative:
The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device was programmed to infuse cefepime for the duration of 30 minutes, however; the infusion was completed in 7 minutes. There was no patient impact.